Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, no adequate capture measurements could be established. The lead was no longer used and replaced. The patient was in good condition post event.